Event description:
Event description guidant received information that at a routine follow-up, a review of the clinical event screen noted an elevated shocking lead impedance that was out-of-range. It was further reported that this occurred in 2002 but had not been reported to guidant at that time.